Event description:
The account alleged the head of the bed goes up by itself. No pt impact.

Manufacturer narrative:
The technician found the cause was the side rail caregiver control button was sticking. The technician replaced the side rail caregiver controls to resolve the issue.